Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels in the 400 mg/dl range. The customer experienced the following symptoms: nausea, vomiting, abdominal pain. The customer treated their high blood glucose levels by changing the infusion set, and also treated with the pump and manual injection. On (B)(6) 2019, the customer was hospitalized with diabetic ketoacidosis and a blood glucose level of 600 mg/dl. It was reported that the hospital could not determine the reason why the customer went into diabetic ketoacidosis and they were treated with an insulin drip during their hospitalization. Prior to being hospitalized, the customer reported having high blood glucose levels in the 400 mg/dl range for 2 days and treated with a manual injection. The customer also reported having issues with the insulin pump. They reported that the pump was not making any sound when alarming and the device rebooted after a battery change. After the reboot, the audio setting started working again. During troubleshooting, the audio beep test was performed and failed as the customer did not hear the difference between audio volumes 1 and 5. The customer also reported that the pump may have been under delivering insulin. Auto mode was in use at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0683-2019. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device also passed tone check and vibrate check. Pump error 63 (variable 3) alarmed during self test and with same audio tone when switching from volume 5 to volume 1 due to due to broken trace at pin on keypad assembly. Device uploaded properly using carelink. Device had scratched case, faded serial number label, pillowing keypad overlay and cracked retainer.